Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2022, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Embolism of the right big toe was noted during the procedure. Reportedly, it was caused by manipulation of a guidewire. There was no allegation against the gore devices regarding the embolism. The patient tolerated the procedure. In (B)(6) 2023, a CT scan showed that the proximal end of trunk-ipsilateral leg distally migrated though aneurysm shrinkage was noted. On (B)(6), 2023, another CT scan showed further device migration (approximately 8 mm from the initial position) though aneurysm shrinkage was noted (no endoleak found). To prevent further device migration, a reintervention was indicated. On (B)(6), 2023, two additional aortic extender components were implanted to reline the previous device and extend the treatment area proximally. During this procedure, massive thrombi were found inside the trunk-ipsilateral leg; therefore, careful ballooning was performed. No further problem was found. The patient tolerated the procedure. Reportedly, thrombi were found on the trunk-ipsilateral leg, from proximal end to flow-divider, but blood flow was intact and no treatment was given. The reporting physician commented as follows: the patient¿s aortic neck was reverse tapered, a shape that is prone to device migration.